Event description:
The patient's incision "above the catheter" started leaking clear fluid on (B)(6) 2012. The patient was having no other symptoms. The patient had "other issues" that needed to be taken care of. The patient's other issues were further noted as not being related to the pump. A physician reported that leaking from the lumbar site occurred. The cause of the event was due to a complication of a spinal fusion. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012 at a children's hospital. The patient again required hospitalization; the pump and catheter were explanted. The patient's "serious injury/illness" was ongoing. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID 8590-1 lot# n317031, implanted: 2012 (B)(6), product type accessory. (B)(4).